Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent successful mechanical thrombectomy of the left m1 middle cerebral artery (l mca) occlusion with the subject retrieval device. Complete revascularization of the l mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. However, the next day post procedure imaging revealed a focal hemorrhage. Two days post procedure, the event was resolved without medication. The physician related the adverse event to the procedure; however, he stated that it was unrelated to the subject device.

Event description:
The patient underwent successful mechanical thrombectomy of the left m1 middle cerebral artery (l mca) occlusion with the subject retrieval device. Complete revascularization of the l mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. However, the next day post procedure imaging revealed a focal hemorrhage. Two days post procedure, the event was resolved without medication. The physician related the adverse event to the procedure; however, he stated that it was unrelated to the subject device.

Manufacturer narrative:
The device is not available to the manufacturer.